Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as tearing of the sheath during step # 2 - deployment of the plunger. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The observed damage to the sheath and flex-guide indicates the device was held at a high angle during plunger deployment (step #2) such that the garage leaves interacted with the flex-guide and sheath. This subsequently contributed to the observed tearing of the sheath. It is likely that resistance was encountered due to the observed damages and was reported as an unspecified failure mode. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a starclose se relative to an unspecified procedure. Reportedly, the device had an unknown failure. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated.